Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had vacuum alarm. There was not patient involved. A getinge field service engineer (fse) inspected the unit and found the vacuum setpoint to be out of specification, and also determinated that the compressor and filters required replacement based on service hours. The fse replaced the compressor and filters and performed all required calibrations, including adjustment of the vacuum setpoint, in accordance with the service manual. The unit passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
The additional reporter name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that during routine preliminary check of cardiosave intra aortic balloon pump, low vacuum alarm was displayed and unit made continuous sound as well. There was no patient involvement and no injury reported.